Event description:
It was reported that the customer went through the fill tubing step of the load process while connected at the site and inadvertently delivered insulin to themselves. The customer's blood glucose level went low and the customer passed out. Paramedics supplied the customer with the necessary blood glucose (bg) level to bring the customer back to a stable bg level (50 mg/dl).

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.